Event description:
Experienced severe swelling and stiffness after receiving synvisc one injection in right knee. Knee was drained one week after with almost 100 cc of synovial fluid extracted. Severe pain still persist. Reason for use: for knee osteoarthritis.